Event description:
Pt was admitted to the hosp for left breast simple mastectomy, left breast implant removal, left breast stage I immediatic breast reconstruction with placement of breast tissue expander and delayed right breast reconstruction with placement of breast tissue expander, stage I. At the time of surgery it was noted that the left breast implant was embedded into the pectoralis fascia. The left breast. And implant were surgically removed together. This implant was known to have a silicone leak prior to surgery. The pathologist noted that the breast implant was grossly ruptured upon receipt in the laboratory. Pt has had a right total mastectomy and previous 20 year old right breast implant removed secondary to right upper guardrant 1.9cm infiltrating ductal caroinoma. This was performed 11/2004.